Event description:
It was reported that colonovideoscope had scope communication error code e315. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error, no image. Based on the results of the investigation, it is likely the following led to the malfunctions: corroded and faulty plug unit, faulty video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.